Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. "

Event description:
It was reported that patient underwent an initial left total hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2015 due to patient request. It was alleged that during the revision procedure metallosis was found. The modular head was removed and replaced.